Event description:
Pt was having trouble with pain control following knee surgery. Pain was to have been controlled by use of epidural drip/pump. Pump sounded & appeared to be pumping but no fluid was being delivered. In attendance at time of problem were crna, pharmacist and rn. Pharmacist stated that it appeared that little or no fluid had been delivered from previous bag when she changed bag to change dose.